Event description:
It was reported that a needle break occurred with a unspecified bd spinal needle. The following information was provided by the initial reporter, "during tubal ligation surgery, there was the rupture of a needle fragment in the medullary canal, which supposedly led to the suspension of surgery. The patient states that she was transferred by ambulance for the removal of the fragment with the accompaniment of a neurologist. Physician report: spinal puncture was initially attempted only once at the height of the l3-l4 intervertebral space, unsuccessfully due to the patient's motor agitation and adipose tissue accumulation in the region. In this puncture attempt there was no deformation of the needle. Subsequently, a new attempt of puncture was successfully performed in the l2-l3 intervertebral space, confirmed by the positive return of fluid after removal of the needle mandrel without difficulty. Suddenly, the patient performed a relaxation movement of the paraventeleral musculature that caused displacement of the spinal needle (...) Due to this movement and the possible removal of the needle from the space (...) Was chosen to reposition it. During the attempt to retract the spinal needle to reposition it in the space (...) The body of this needle was fractured."

Manufacturer narrative:
H.6. Investigation: bd has not been provided with samples or photos for an unknown whitacre syringe to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. In addition, device history records were unable to be completed because no photos or samples were sent in to evaluate. H3 other text : see h.10

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog or a lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. (B)(6). Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle break occurred with a unspecified bd spinal needle. The following information was provided by the initial reporter, "during tubal ligation surgery, there was the rupture of a needle fragment in the medullary canal, which supposedly led to the suspension of surgery. The patient states that she was transferred by ambulance for the removal of the fragment with the accompaniment of a neurologist. Physician report: spinal puncture was initially attempted only once at the height of the l3-l4 intervertebral space, unsuccessfully due to the patient's motor agitation and adipose tissue accumulation in the region. In this puncture attempt there was no deformation of the needle. Subsequently, a new attempt of puncture was successfully performed in the l2-l3 intervertebral space, confirmed by the positive return of fluid after removal of the needle mandrel without difficulty. Suddenly, the patient performed a relaxation movement of the paraventeleral musculature that caused displacement of the spinal needle (...) Due to this movement and the possible removal of the needle from the space (...) Was chosen to reposition it. During the attempt to retract the spinal needle to reposition it in the space (...) The body of this needle was fractured."